Event description:
Reporter stated that the surgeon was advancing the +23.0 diopter collamer single-piece lens model cc4204bf in the indigo foam tip plunger and the plunger tore the lens. There was no pt contact or injury.